Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed during preuse checkout and possibly lost the ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported failure did not result in a loss of mechanical ventilation. The unit alarmed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. The initial event was not reportable. Additional information was received that the reported failure did not result in a loss of mechanical ventilation. The unit alarmed, notifying the user of the reported condition. Unit continues to ventilate and alarms remain functional. The initial event was not reportable.